Event description:
Information was received that during the implant procedure that nail failed to lengthen properly and needed to be replaced. Due to this, the surgery was longer than expected.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt of the device, a visual inspection was conducted. There was no damage or cosmetic defects observed on the device. There appears to be foreign material (possibly tissue) left behind in the threaded end of the implant. In-house x-rays were taken and noted that the anti-jam washer had been compressed. Functional testing was performed and the device was able to distract with a standard fast distractor. The device passed all functional testing. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections before shipment.

Event description:
No additional information has been provided.